Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with button error alarms and intermittent button response due to corroded keypad traces. All operating currents are within specifications and no unexpected failed battery test observed. A scratched lcd window, cracked reservoir tube lip and cracked battery tube threads were noted.

Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.